Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to the pump "staying down". During the procedure the existing device was removed and a new ipp was implanted. A leak was identified in the tubing near the pump. No information was provided about the patient's outcome. It was further reported that the perforation was identified once the pump was removed. The hole occurred after the device was in use. No more information available at the moment. Should additional information become available, it will be provided.